Manufacturer narrative:
H6, medical device problem code: a150203 has been removed.

Manufacturer narrative:
A6 is unknown. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Impella cp was inserted via the left femoral artery in a 60-year-old male for acute myocardial infarction complicated by cardiogenic shock. No additional medical history was reported. The patient's clinical state prior to initiation of support was reported as society for cardiovascular angiography and interventions (scai) shock stage d. This impella cp functioned as intended for approximately 1.5 hours of support at which point it was reported to be pulled back into the aorta. The decision was made to remove the pump and place a new impella cp. The first impella cp was reported to be removed per physician preference with no complaints against the pump. The patient survived explant and device replacement with second impella cp.